Event description:
While the unit was in use on a pt, the unit generated an autofill failure and displayed a leak alarm message. The pt was switched to another unit and therapy was continued. No pt injury was reported. Subsequently, the customer observed that the unit generated an electrical test failue code 53 (shuttle transducer offset failure) at power up.